Manufacturer narrative:
One opened knife sample was received and evaluated by manufacturing. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; the lot was reprocessed for anomalies that did not contribute to the customer complaint. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue associated with the reported lot. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the third of three reports from this facility. (B)(4).

Event description:
An ophthalmologist reported that three knife blades were not sharp enough to make a paracentesis during surgery. Patient impact information is unknown. Additional information has been requested. Additional information has been received confirming that there was no impact to the patient.